Manufacturer narrative:
Customer complaint of device found in backup mode was confirmed. Device was received in backup mode with battery level within the normal range. Analysis of device image indicated that backup occurred due to reset errors within the xena ic. Further testing was performed, including cold temperature soak to stress the device, and back up condition was reproduced. This malfunction is consistent with a xena ic cold temperature sensitivity. Abbott is continuing to monitor this issue. Devices longevity assessment was also performed and found to be within expected range.

Event description:
It was reported the patient was presented in the hospital for a pacemaker implant. Upon interrogation, it was observed the pacemaker was in back-up vvi mode. The pacemaker was replaced, and the procedure were completed. The patient had no symptoms related to this procedure.